Event description:
The patient presented at the hospital after receiving a shock. There were no stored electrograms. A capacitor maintenance was performed and the patient received another shock. At the time the shock was delivered a clicking noise was heard from inside the patient. The device and lead were explanted. At explant, the lead was observed to be broken between the connector and the bifurcation. The silicone tube was broken. Burn marks were observed on the rear side of the ICD. The proximal portion of the lead and ICD were explanted and sent for sterilization. During this process the lead was misplaced by the hospital.